Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the valve was allegedly not divided well and the sheath was unable to be peeled away well. It was further reported that the sheath was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one fully peeled 6.5fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. Bends and twists were noted throughout the fully peeled 8.0fr peel-apart sheath shafts. The investigation is inconclusive for the reported difficult to peel away sheath issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the valve was allegedly not divided well and the sheath was unable to be peeled away well. It was further reported that the sheath was removed from the patient. There was no reported patient injury.